Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV and "textured implant." Patient later reported right side device was "textured and moved up" and "a risk of lymphoma." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV and "textured implant." Patient later reported right side device was "textured and moved up" and "a risk of lymphoma." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: capsular contracture, malposition, anxiety-product/procedure : unable to observe since it is a medical event is not related to the device. Additional observations: observed broken on the anterior side assessed surgical damage and missing side assessed as inconclusive. Crease flat observed on the device. White calcification observed. No further actions are required as the device was implanted." Additional, changed, and/or corrected data: d.9, h.3, h.6.